Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of tubing perforation and device issues could not be confirmed.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. One week later a replacement surgery was performed and a crack was confirmed in the pump connection tube. The cause of the pump connection tube crack was not confirmed at the hospital. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. One week later a replacement surgery was performed and a crack was confirmed in the pump connection tube. The cause of the pump connection tube crack was not confirmed at the hospital. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis (ipp) components underwent a thorough analysis. The cylinders were visually and microscopically examined, and a small hole was found in one of them. The pump and reservoir were also tested and analyzed but no anomalies were found. Based on the information available and analysis results, the hole identified in the cylinder could have caused or contributed to the reported clinical observation of mechanical issues.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis (ipp) components underwent a thorough analysis. The cylinders were visually and microscopically examined, and a small hole was found in one of them. The pump and reservoir were also tested and analyzed, no anomalies were found with the reservoir but activation issues were identified with the pump. Based on the information available and analysis results, the hole identified in the cylinder and the pump activation issues could have caused or contributed to the reported clinical observation of mechanical issues and hole/perforation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. One week later a replacement surgery was performed and a crack was confirmed in the pump connection tube. The cause of the pump connection tube crack was not confirmed at the hospital. There were no patient complications.